Event description:
The patient's information and details around the reported vocal cord paralysis was obtained from the physician's office. The vocal cord paralysis was confirmed by a medical professional and noted to have occurred on the left side after the vns device was implanted. The paralysis was caused by the vns surgery but the patient has gotten better over time.

Event description:
It was reported that the patient was referred to a surgeon for possible vocal cord paralysis issues. No other relevant information has been received to date.